Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of a 300cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient observed her left breast had collapsed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 14, 2022, mentor received additional information. Findings of a magnetic resonance imaging scan indicated the patient had bilaterally intact implants, and as such, deflation is no longer applicable to this file. Additionally, the scan indicated calcification in her right breast and lymphadenopathy of the left breast lymph nodes. Per the findings, a second file was created for the right breast. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-14718 for the contralateral event. Manufacturer¿s reference number: (B)(4).